Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 3.5x16mm, concentric, de novo target lesion with a significant bent of >45 and <90 degree was located in the severely tortuous and moderately calcified left circumflex coronary artery. After the lesion were crossed with a 7f non-bsc guide catheter and a non-bsc guide wire, pre-dilatation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. A 20 x 3.50 promus elite drug-eluting stent was advanced but failed to track the lesion. Another wire was used for better support but still it did track. The device was tried to cross with a guidezilla guide extension catheter but still unable to cross the lesion. When the device was removed from the patient's body, the stent was found to be lifted. Pre-dilatation was performed again with a 2x12 maverick balloon catheter and the procedure was completed another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). Device evaluated by MFR.: promus elite ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. Two shaft breaks occurred during product analysis while handling the device and are not connected to the complaint. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 3.5x16mm, concentric, de novo target lesion with a significant bent of >45 and <90 degree was located in the severely tortuous and moderately calcified left circumflex coronary artery. After the lesion were crossed with a 7f non-bsc guide catheter and a non-bsc guide wire, pre-dilatation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. A 20 x 3.50 promus elite drug-eluting stent was advanced but failed to track the lesion. Another wire was used for better support but still it did track. The device was tried to cross with a guidezilla guide extension catheter but still unable to cross the lesion. When the device was removed from the patient's body, the stent was found to be lifted. Pre-dilatation was performed again with a 2x12 maverick balloon catheter and the procedure was completed another of the same device. No patient complications were reported and the patient's status was stable.